Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: fluid-free device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left -side deflation. Device remains implanted.